Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and than replaced the pcba power management board and also updated the software to d.00. The safety disk was replaced due to expired.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed system over temperature alarm. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.